Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This submission is being made after an acquisition and internal audit of rtd.

Event description:
It was reported that a patient experienced an allergic reaction to dt illusion xro sl endodontic post. The clinician stated that the patient's reaction occurred on the same day as treatment and that the reaction was visible on the patient's hands and body. The patient is now undergoing unknown treatment with an allergist. No further information is available.